Event description:
It was reported that the wake button was not working and that pump was hot to touch while charging. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the hot to touch and button issues could not be verified. The information will be used for tracking and trending purposes.